Event description:
On (B)(6)2010, the pt contacted the johnson & johnson (B)(4) affiliate to report that on the morning of (B)(6)2010, the pt experienced acute pain in the right eye (od) when inserting the fourth contact lens (cl) from a multipack. The pt "washed the od with water; but the pt could not open the od." Pt reported being promptly seen at the (B)(6) eye clinic and stated that the "whole cornea was peeled off." The pt reported being treated with hyalein 0.1% eye drops and loxonin oral medication and that the "pain was much relieved on (B)(6)2010." On (B)(6)2010, the pt returned to the clinic and pt stated that "one fourth of the cornea was regenerated, but the central part of the cornea was not yet" and the pet "cannot see a thing." The pt was instructed to return to the clinic on (B)(6)2010. On (B)(6)2010, the treating ecp was contacted at the (B)(6) eye clinic for a medical interview. The ecp stated that it was unknown whether this event was related to cl wear since the pt was not prescribed cls at the clinic. The ecp stated that the "condition is bad, but inpatient treatment would be unnecessary." The ecp reported that the pt's "va has not recovered yet." The pt reported returning to the clinic on (B)(6)2010. The pt was told that "it would take about 10 days for the symptoms to resolve" and that "the cornea regenerated but it is cloudy and rough." The pt's va was 0.2 (20/90) with glasses. The pt was instructed to return to the clinic in 10 days. The pt was prescribed pitos 0.1% and artificial tear eye drops. On 09/10/2010, information received from the (B)(6) eye clinic confirmed that the pt initially presented on (B)(6)2010 complaining of pain od. The pt was diagnosed with a "corneal epithelial abrasion od" and was prescribed eye drops. The clinic also reported that the "pt's ocular condition improved on (B)(6)2010, but the pt did not fully recover yet. The pt needs continuous treatment." On (B)(6)2010, the pt was contacted and reported having returned to the clinic and was told that the od "still had slight staining" but "will see how the eye drops work." On 09/15/2010, office clerk at the (B)(6) eye clinic reported the pt returned to the clinic on (B)(6)2010 and reported the pt "did not fully recover but the pt was advised to return to the clinic when there is something wrong with the pt's eye next time. The pt told that the pt will not wear cls. It is presumed that the pt's eye will be fine if the pt does not wear cls." The treating ecp reported that "this event did not result in inpatient treatment or loss of vision" but "considers that this event was moderate to serious. The pt's cornea was extensively peeled off. It is unknown whether this event was related to cl wear. (It is suspected that this event was related to cl wear)." This event is being reported due to the length of treatment. The product in question is not available for return but the remaining sealed blister packs from the same multipack have been requested for return for evaluation, but have not yet been returned by the pt. A batch record review was performed on the subject lot. The batch record did not show any abnormalities in monomer and solution testing, all parameters were within specification, primary and secondary packaging audits resulted in zero defects and that all packages tested met specification. All sterilization requirements were successfully completed. No additional information is available at this time. If additional information is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed.